Manufacturer narrative:
The returned device was evaluated and the unexposed portion of the soft cannula was found to have a hole. Fluid was observed exiting the hole during a leak test. Corrosion was observed on the interior of the device on the pcb and battery. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to 4 g/l (400 mg/dl). The patient attempted to treat the hyperglycemia with boluses, with no effect.